Event description:
The customer reported to olympus, during preparation for use, the endoeye high definition ii autoclavable video telescope exhibited a green image, and the white balancing function did not work properly. The camera was connected normally, and the device was restarted. After switching the device to a similar device, the image appeared normal, and the procedure was completed. The intended procedure was colectomy and a small bowel stoma. There was a reported delay of about 15 minutes before starting the procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.